Manufacturer narrative:
UDI: product made prior to compliance date, gtin unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the surgeon noticed that the pressures setting was not able to be changed when the surgeon tried to change the setting on (B)(6) 2017. The surgeon decided to monitor the patient¿s condition. No further information was provided by the hospital.

Manufacturer narrative:
It was initially reported that the device would be made available for evaluation. It was subsequently communicated that the device would not be returned. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information was provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.